Event description:
During analysis of the 's explanted vns generator, it was noted that the generator's as received settings were indicative that an interrupted system diagnostics test had occurred. Follow-up with the surgeon's office found that the generator was believed to have been at those settings prior to surgery as diagnostics were not believed to have been taken prior to the replacement on the surgery date of (B)(6) 2012. It is unknown how long the patient's generator was at unintended settings. The programming history available to the manufacturer indicates the patient was at the intended settings on (B)(6) 2010. The neurologist's office previously stated that they had difficulty communicating with the generator on (B)(6) 2012. No adverse events have been reported as a result of the unintended settings. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.